Event description:
It was reported that the patient went had bradycardia as well as a dip in blood pressure prior to implantation. The surgery was aborted. The surgeon did not attribute any of the issues to vns. No additional relevant information has been received to date.